Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 4.1 mmol/l. It was reported that the customer was not feeling well, and began convulsing. Troubleshooting was performed, and the insulin pump was programmed correctly. Reviewed the alarm history, and found multiple no delivery alarms. The insulin pump passed the prime and high pressure tests. Reviewed the carelink reports, and found that the customer had programmed two blood glucose levels in the bolus wizard, one minute apart. The customer also bolused for a meal without entering a blood glucose reading. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.